Event description:
It was reported that at the service point, it was noticed that the metal tip of the unit was missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.